Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The patient was reported to be (B)(6). The exact event date is unknown, however, it was reported that event occurred in (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw hot single-use biopsy forceps was used during a colonoscopy procedure performed in (B)(6). According to the complainant, while attempting to perform the hot biopsy, no current was transmitted through the device. No other anomalies were visible. The forceps was removed from the patient and the procedure was completed with another radial jaw hot single-use biopsy forceps device and the same boston scientific active cord. The account reported that no biopsies were retrieved with this device prior to this issue. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as being okay.